Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic due to an alert via merlin.net transmission, indicating that the implantable cardioverter defibrillator was in back up mode. The device image and status report were not able to be saved as they were invalid. Device download was performed successfully to restore the normal device function.